Manufacturer narrative:
(B)(4). Date sent: 8/11/2023. D4: batch # e23020015. A manufacturing record evaluation was performed for the finished device batch number of e23020015, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk surgery, after fired, noted the staples malformed. Changed another cartridge to continue the surgery, but could not fire. Another device was used to complete the procedure. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 8/31/2023. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cec45a device was received for analysis with no apparent damaged and with one cecr45w reload present. The reload was received partially fired 1/4. In addition, the device was received in closed position, and the stroke count indicator displayed ¿lockout¿ symbol. The red manual knife reverse button was activated and the knife returned to the home position as expected. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number of e23020015, and no non-conformances were identified. Date of mfg.:2023-02-03; expiration date:2026-02-02.